Event description:
A customer reported experiencing a cgm error identified as error 42 related to a g7 sensor. Although the issue was noted, there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for a complete pump reset, and the customer planned to reset the pump at their convenience, with a follow-up advised if the issue continued.